Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint "stapler can no longer be opened, is jammed, emergency tool had to be used." Failure analysis found the primary failure of unclamp failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure(s) based on log review but was not replicated during in-house testing. Logs show error code 22030, indicating a stapler 45mm (serial# (B)(6)). Failed in its operation on usm4 with a failure mode: unclamping failure / general failure. The stapler was tested in-house and the instrument initialize clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors occurred during testing. Upon visual inspection, there was no damage at the distal wrist. Additional observations not reported by site: the housing was removed for inspection and the instrument was found to have a broken lever. The broken piece, measuring approximately 0.120" x 0.206" in size was found within the housing. No missing material was observed. The instrument was found to have a broken chassis. The broken piece was returned, measuring roughly 0.118¿ x 0.206¿ in size, and was found within the housing. No missing material was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument was jammed and could no longer be opened. The stapler release kit was used to remove the instrument. The procedure was completed with no reported injury.